Manufacturer narrative:
(B)(4). The customer returned one used flolink luer, a bd syringe, and an unknown set. Visual and functional tests were performed and the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. A labeling review was performed and was found to contain the appropriate directions, cautions, notes and warnings. A trend review was performed and found similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted.

Event description:
The customer reported to baxter a flolink IV access device in which a becton dickinson 10cc syringe filled with normal saline became disconnected from the flolink luer. The syringe reportedly "unscrewed." There was no patient injury or medical intervention necessary. No additional information is available.